Manufacturer narrative:
Event summary: upon visual inspection of sheath 4fc12/27808, results showed the device was intact with no apparent issues. Deflection worked as per specification. Aspiration/flushing test did not show any air passing through the tube or expelled from the sheath distal tip. Multiple aspirations / injections were performed without air bubbles or leaks through the hemostatic valve when a test catheter was introduced through the sheath. Hemostatic valve was leak tight. In conclusion, the reported air ingress issue was not confirmed for the returned product, the sheath passed the product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the sheath was inserted and the dilator removed, air ingress was observed during aspiration, and it was suspected that the valve of the sheath was defective. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.